Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.

Event description:
Baxter reported, "the spike came off from the port of the twin bag after connecting by clean flash." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to baxter japan.